Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during the application of the infusion set, the adhesive portion of the set did not properly adhere resulting in the infusion set falling away from the patient's body. According to the home care patient, their blood glucose levels rose to 250-355 mg/dl due to the interruption in insulin therapy. The home care patient reported that they changed their infusion set and administered an insulin injection to resolve their high blood glucose. No permanent adverse effects to patient reported.